Manufacturer narrative:
The investigation into the reported purge leak was completed. Two purge cassettes were returned for evaluation. Functional testing of purge cassette #1, did not reproduce the priming issue. Functional testing of purge cassette #2 passed. No leak was observed near the yellow luer. Analysis of the data logs indicated that purge cassette #1 experienced a priming issue and cassette #2 was replaced after a leak was observed. The root cause of the priming issue was use related since the purge cassette #1 functioned/operated to specification. The root cause of the purge leak issue was use related since the purge cassette #2 functioned/operated to specification. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 79-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak and priming issues. When the purge was connected to perform the initial prime it would not prime past the purge cassette. Staff disconnected from the yellow luer but the line still would not prime. A second purge cassette was retrieved and primed successfully. The device was then inserted, and purge flow and pressure were within normal limits. While still in procedural areal however, leaking was noted at the yellow luer connection to the purge sidearm. The purge line was de-aired and visual inspection of the purge sidearm and yellow luer did not reveal any cracks. The purge cassette was changed again, and no further issues were noted. There were no reports of harm to the patient.